Manufacturer narrative:
(B)(4) we are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuit from the healthcare facility to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in the (B)(6) reported to a fisher and paykel (f and p) healthcare field representative that the pressure line of an rt266 infant dual heated evaqua2 breathing circuit was disconnected during use. No patient consequence was reported.